Event description:
The customer contacted abbott and reported calibration failures for the axsym rubella igg assay, where error code 111 (calibration check failure, m-cal 1, response too large) was generated. Maintenance and trobleshooting procedures were reviewed with the customer, and the customer was advised to centrifuge the calibrators. After centrifugation of the rubella calibrators, a successful calibration was achieved. There was no impact to pt mgmt reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.